Manufacturer narrative:
(B)(4). Date sent: 5/15/2023. D4: batch # 188c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 188c80, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: there was an unusual feeling when the trigger was grasped at 1st firing, and the staple was malformed. The surgeon waited more than 15 seconds and fired. A part of the staple line of cut end which was used on the pulmonary artery and pulmonary vein was malformed, and its shape was not formed in b shape. The oozing was stopped by gauze. There was an unusual feeling when the trigger was grasped at 1st firing on the pulmonary vein, and it was found that the staple was unformed. The surgeon decided to use at 2nd firing on pulmonary artery. The 2nd clip seems to be malformed. No additional treatment was performed due to the staple malformed. The patient was around 70 years old, male. There is no medical history. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a right lobectomy, there was an unusual feeling in grasping the trigger before firing. Then when the device was fired, the staple malformed and slight oozing occurred. The same issue occurred at 2nd firing. The device was used on the pulmonary artery and pulmonary vein. The cartridge color is white. Another device was used to complete the case. The patient is stable. There was no change in the post-operative care. No further information is available.